Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) reported a consumer was getting shocking in the pelvic/vaginal area with stimulation on and stimulation off. The consumer was implanted in (B)(6) on (B)(6) 2017 and stimulation was first turned on (B)(6) 2017. The consumer was implanted for cystitis and was doing fine in initial months with her therapy. The consumer typically felt s timulation in vaginal area. She lost (B)(6) quickly after implant and noticed the implantable neurostimulator (ins) became more mobile in pocket starting around (B)(6) and started to flip in the pocket shortly before traveling to the united states (arrived (B)(6) 2017). The consumer was using program 1 prior to her visit to us, but changed to program 2 before her visit. On her flight, the consumer started to get shocking in her vaginal and pelvic area with movement and since being in the us, her ins had been flipping in the pocket more frequently and this was accompanied by shocking sensations. The consumer shut off her stimulation as she was more comfortable and had less hocking pain with stimulation off. No falls or trauma noted, although the consumer noted that the plane turbulence on the flight over and a minor event with a car she was in being driven up onto a curb while she was in the us seemed to have exacerbated the shocking. It was noted that troubleshooting had the consumer turn all programs down to 0 v as a precaution. The consumer visited a clinic about the shocking and discomfort she was having on (B)(6) 2018. The device was not interrogated, and it was reviewed that flying at high altitude was not going to affect the consumer¿s symptoms or cause the ins to do unpredictable things. The concern was keeping the consumer comfortable until she would be seen back in england. It was reviewed it was probably best to leave stimulation off until the consumer returns (returning on (B)(6) 2018) and seen by her doctor. There were no further complications reported and/or anticipated.